Event description:
The laboratory reported obtaining back-to-back blood glucose results, of 400 mg/dl on the meter and 32 mg/dl from the laboratory. No patient information was provided other than the pt was transferred to the ICU, but the reason is unknown. The location where the discrepant results were obtained was the hospital. Technical support requested the return of the suspect product and replacement product was shipped. The inform system meter serial number not provided. Comfort curve strip lot 549302 with exp date 11/30/2007.

Manufacturer narrative:
The suspect product is the comfort curve strip.